Event description:
A customer reported that the equipment displayed problems with the footswitch during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment, but with another footswitch. There was harm to the patient.

Manufacturer narrative:
The service report stated that the company representative was advised that once the footswitch cable was replaced, the footswitch functioned with no issues. The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for the system. The root cause cannot be determined conclusively. (B)(4).